Event description:
Our distribution partner surgalign reported that ""bilateral foraminal stenosis at l5-s1 with right lumbar radiculopathy."

Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.